Event description:
Post operative, four months after the procedure, a two centimeter erosion in the vaginal wall. The physician took her back to surgery and removed the eroded part, closed the incision and applied estrogen cream to help her heal. Procedure went well and pt is to be reviewed later.

Manufacturer narrative:
Conclusion: exposure of mesh can occur for a variety of reasons, such as inadequate mucosal closure, atrophic vaginal skin or post operative trauma. This sometimes closes with time and estrogen therapy.